Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A visual inspection revealed the device was returned outside of original packaging. The device was received without the large threaded anchor or the suture anchor. The plug anchor was still attached to the device. The device appears to be fully actuated. No visible damage to the device. Additional material testing is not required based on the condition of the product material found during visual inspection. A functional evaluation revealed the device functions as expected. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that the healicoil anchor's disco broke off during a rotator cuff repair. The procedure was completed with a smith and nephew back up device. No injuries, delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.